Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pancreaticoduodenectomy on (B)(6) 2019 and a barbed suture was used. During the procedure, after the first passing of the needle through the fascia by continuous suturing, it was found that there had been no fixation there were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for evaluation. One empty labeled winding former and one needle-suture of product code sxpp1a404, lot pcz081 were returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Slight marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined, body fluids at the barbs and the sides of fixation tab broken were noted. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿ after the first passing of the needle through the fascia by continuous suturing, it was found that there had been no fixation tab.¿ device evaluation summary: representative samples were returned for evaluation. Sixteen unopened samples of product code sxpp1a404, lot pcz081 were returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged fixation feature were observed the manufacturing records were reviewed, and the manufacturing packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance fixation feature breakage intra-op was found.